Event description:
A retainer reported a patient was refit into a new contact lens type and within 3 hours experienced redness, watering, and burning sensation. The patient stated that after a couple of days the eyes developed opacity. The patient provided selfie photos which show corneal scarring. Attempts have been made to obtain additional information. No information has been received to date.

Manufacturer narrative:
The lens was evaluated and the results concluded the product met all specifications. Based on all information, no casual factors can be determined and no conclusion can be drawn.